Event description:
The customer reported that the spectrum pump displays constant downstream occlusion alarms when there is no occlusion present. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.